Event description:
A report was received that the patient was not getting adequate stimulation coverage. It was noted that the patients thoracic lead had multiple contacts that were no longer working. The patient underwent a revision procedure wherein the lead was replaced.